Event description:
Information received from (B)(6) 2013. It was reported that 15 women with a median age of 54.5 were presented with sah (subarachnoid hemorrhages) and underwent pipeline embolization treatments. There were 4 procedure-related complications which included 1 direct cavernous fistula after pipeline angioplasty that resolved spontaneously, 1 ica (internal carotid artery) occlusion with cortical infarcts, 1 thromboembolic complication with multiple cortical infarcts, and 1 patient who developed parenchymal hematoma within 24 hours. From the patients who were discharged from the institution, 9 patients were independent and 8 patients had severe disabilities with 2 of them due to procedure related complications. There was 1 procedure related death and 2 additional non-procedure related death which included 1 withdrawal of care after failure to improve and 1 esophageal intubation during endotracheal tube exchange in the intensive care unit.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patients. (B)(4).